Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 3487a, lot# l56621, implanted: (B)(6) 1998, product type: lead. Product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1998, product type: extension. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 3487a, lot# l56621, implanted: (B)(6) 1998, product type: lead. (B)(4).

Event description:
It was reported the patient had an uncomfortable stimulation/ overstimulation. Impedance measurements were taken and were 771 ohms. The patient was in the hospital for something unrelated to their stimulator and pain in 2013. While the patient was in the hospital, a nurse installed a fall detection pad/sensor on the patient&#62688;bed. After this was installed, the patient experienced a significant surge in stimulation. The patient&#62688;stimulation was off prior to the surge. The patient's wife used the programmer to turn off the stimulator. The patient did not check to see if the indication was that stimulation was turned on before pushing the off button to turn the stimulation off. The medical bed fall alarm was related to this issue. If additional information is received, a follow up report will be sent.